Event description:
It was reported that the user experienced blood glucose fluctuations while using the ilet, with postprandial hyperglycemia and occasional low blood glucose after school; data review showed variable glucose trends, meals appeared usual, no correction announcements, and no reported external insulin or changes in activity, medications, or therapy, and the caregiver was advised to contact the healthcare provider. Symptoms included hyperglycemia and hypoglycemia. Outcomes included troubleshooting and education provided to the caregiver. Investigation included review of available device data and user-reported history. Investigation of this case revealed no device malfunction identified and the cause of the fluctuating glucose levels remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and unrelated to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.